Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was scratched by the injector. Additional information has been requested and received stated that injector caused the issue to the lens. Additional information received stated that event occur during loading/priming/preloading with no patient contact, the haptic was broken off. A replacement lens was used to complete the surgery, same model and diopter. Surgery was completed the same day. No further information available. There are four medical device reports. This is the second report..

Manufacturer narrative:
A sample was not received, at the manufacturing site for evaluation. For the report of lens scratched by injector. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).